Event description:
Home health attempted to discontinue 56cm PICC line from right lower arm. After removing at 15cm, line began to stretch and show signs of resistance. After five minute wait, attempted to remove remaining line when catheter stretched and snapped. Pt seen in emergency room; decision to remove line next day as outpatient procedure. Line broke during that procedure resulting in a total of three pieces.